Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented with non-sustained lead noise due to sensing latency between the near field and the far field channel. The device was reprogrammed and no further issues were reported.